Event description:
It was reported that the patient had their primary cell battery replaced on (B)(6). The patient had their device replaced because it was not comfortable and was too large. The battery was replaced with a different battery. The patient had general discomfort. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the patient was receiving effective therapy and had no further complaints.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).